Event description:
The patient arrived from the or with anesthesia team and cardiac fellow. The patient's weight was (B)(6) kgs. The patient awakened shortly after arrival, and was agitated and restless. After review of the propofol dose on the alaris pump, the weight was found to be set at (B)(6) kgs not (B)(6) kgs. The patient was not receiving accurate weight based dose. The pump was reprogrammed to accurate weight and set at 2 mg/kg/hour.device #1is this a laboratory device or laboratory test?no.